Manufacturer narrative:
Additional information: d10, f10, h6 and h10: the esheath was returned to edwards lifesciences for evaluation.  No relevant photographs, videos, or imagery were provided for review.  The esheath underwent visual and dimensional testing.  During visual analysis, the liner torn was observed to be torn along the entire length of the sheath shaft.  Minor soft tip damage was also observed.  Due to the nature of the complaint and returned condition of the sheath (liner torn), functional testing could not be performed. During manufacturing of the esheath, the sheath shaft components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events.     Review of lot history revealed no other similar complaints.  A device history record (DHR) review performed did not reveal any manufacturing related issues that would have contributed to the complaints.   A review of complaint history from april 2018 to march 2019 for the esheath (all models and sizes) revealed thirty-four (34) other returned devices for similar complaints.  No manufacturing non-conformances that would have contributed to the complaints were identified.  Available information suggests that patient and/or procedural factors may have contributed to the reported events.  Review of complaint history revealed that the complaint rate did not exceed the march 2019 control limit for the trend category.   The esheath with sapien 3 instructions for use (IFU), the edwards sapien 3 kit ¿ transfemoral IFU, the device preparation training manual, and the procedural training manual were reviewed for guidance involving esheath and delivery system usage.  Per the esheath IFU, this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath.  Per the product training manual, the 16f sheath is to be used with a minimum vessel diameter of 6.0 mm.  If necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation.  A second dilator may or may not be included with the system for vessel dilation.  If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath.  Additionally, during the delivery system insertion into sheath the following should be considered:  insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 12 cm.   Note: in expectation of high friction, use short movements.  Insert loader completely into sheath.  Ensure wire is still in lv.  Ensure sheath tip is still past the aortic bifurcation. Advance thv through loader and sheath using short movements.  Retract loader and peel away if more working length is needed.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint   the complaint was confirmed based on the returned condition of the device.  However, no manufacturing non-conformances were identified in the returned device.  A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint.  Additionally, a review of the IFU and training manual revealed no deficiencies.  Although information regarding the access vessel was not provided, a review of complaint history suggests that patient factors may have contributed to the liner tear.  In a technical summary written by edwards lifesciences, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears.  As noted during visual inspection, the sheath distal soft tip was damaged (supporting that it may have interacted with calcification).  Based on available information, a definitive root cause for the liner tear and subsequent catheter site bleeding could not be determined at this time.   However, available information suggests that patient (access vessel calcification) factors and procedural factors (device manipulation) likely contributed to the reported events.  The complaint rate for the relevant trend category did not exceed its respective monthly control limit.  As such, neither a pra escalation nor corrective actions were required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No relevant imagery of the event was provided.  During the manufacturing process, the esheath is visually inspected and tested several times by manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  The verification included expander insertion force testing, as well as seam inspection pre- and post-expansion testing.  Additionally, sheath kink resistance was tested and inspecting for kinks post-testing. The lot would only have been released if all sample units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  A lot history review revealed no other complaints related to ¿sheath shaft ¿ damaged¿. A review of complaint history from april 2018 to march 2019 for the esheath (all models and sizes) revealed other returned devices for the complaint code ¿sheath shaft ¿ damaged¿.  All but three of the complaints were able to be confirmed and no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations.  Review of complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the trend category ¿damaged¿. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the esheath. Based on the review of the IFU and training manual, no deficiencies were identified. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment was not required.  The complaint for ¿sheath shaft ¿ damaged¿ was unable to be confirmed.  Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis.  As a result, presence of a manufacturing non-conformance was unable to be determined.  However, a review of the DHR, lot history, and manufacturing mitigations supports that a manufacturing non-conformance likely did not contribute to the complaint.  Additionally, a review of the IFU and training manuals revealed no deficiencies.  A review of complaint history suggests that patient or procedural factors may have contributed to the reported damage. Although characterization of the access vessel was not provided, it is possible that the vessel was tortuous and/or calcified.  Calcification can damage the sheath shaft/liner as the sheath is being inserted and/or as the sheath is being manipulated during delivery system insertion.  Tortuosity of the access vessel can further contribute to these issues, as it can create non-coaxial angles between the vessel, sheath, and delivery system.  Based on the available information, a definitive root cause could not be determined at this time.  However, it is possible that patient factors (access vessel characteristics) could have contributed to the reported event. No manufacturing nonconformances or IFU/training inadequacies were identified.  It is possible that patient factors (access vessel characteristics) could have contributed to the reported events.  Review of complaint history revealed that the occurrence rate for the trend category did not exceed its control limit.  As such, neither pra escalation nor corrective actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tvr procedure, the expandable sheath (esheath) ¿completely ruptured during implant¿ and a large amount of blood was lost.